Manufacturer narrative:
A shunt product was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined since no sample was received. There has been one similar complaint for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a glaucoma filtering shunt implantation procedure the shunt would not deploy. There was no patient harm. Additional information was requested.